Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: sw app 9735762 stealth s8 app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the patient data was added by a cd and the 3d model could not be created by "register". The software did not respond even after pressing the "edit model" button. The model had to be created manually for a later use, but the site ended up using another navigation system. There was no patient present when this issue was identified.